Event description:
It was reported that sterile water did not return from the foley catheter when cuff was checked and swelling on the other side.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water did not return from the foley catheter when cuff was checked and swelling on the other side.

Manufacturer narrative:
The reported event was confirmed manufacturing related. Received (5) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Visual evaluation of the returned sample noted two opened (without original packaging), used silicone foley with sample port connector and syringe. Visual inspection of the sample noted no physical defects present. Using the return syringe attempted to inflate the catheter balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and upon inflation solution entered drainage funnel and proceeded to leak out of eyelets causing (lumen to lumen leak). This is out of specification per inspection procedure (B)(4), revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The labeling is found to be adequate to fulfill (B)(4) revision 26. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.